Event description:
Surgeon reported a pt with an overcorrection in the right eye following refractive surgery. At approx 3 mos post-op, this pt was overcorrected by -1.25 diopters in the right eye. Bcva improved from 20/25 to 20/20.

Manufacturer narrative:
The investigation, including root cause determination is in progress.